Event description:
Allegation made a siderail would not latch. No incident was reported as a result of this issue. Tech found siderail not locking in position, lubricated and replaced siderail release lever. Unit working fine.